Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was admitted to the hospital on (B)(6) because they experienced pain at the implantable neurostimulator site on their right side. Impedance testing was performed and the stimulation was reprogrammed. The patient had good stimulation for several hours. Later, they felt stimulation and pain in their right leg. The stimulation was turned off in the afternoon of (B)(6). The patient was then taken for imaging and was successfully reprogrammed on (B)(6). The patient remained in the hospital over the weekend. The patient outcome is unknown. Follow up is being conducted to obtain this information. If additional information is obtained a follow up report will be submitted.